Event description:
The customer tested his blood glucose using 2 breeze2 meters and received readings of 250 and 129mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.